Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. Pump passed active current measurement test however, constant pump error 37 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. Unit received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss. Force sensor zero offset (within) specification (23.9mv). Pump was cut open to perform visual inspection and found moisture damage on [pcba 1, j6/j7 connector / pcba 2 / force sensor / motor]. Unable to download pump history/trace files using thump. Unit tested outside the pump and received pump error 37 at rewind. The sc1 cap locks properly into place. Pump passed the leak test. The following were noted during visual inspection: scratched case. Critical pump error (open book image) alarm not confirmed. However, constant pump error 37 alarms confirmed during rewind due to corroded motor home switch. Pump error 75 confirmed during self test due to moisture damage on the internal battery connector (pcba 1). Unexpected battery power loss confirmed during testing due to severe moisture damage on the (pcba 1, j6/j7 connector). Unable to download history files and traces using thump confirmed due to moisture damage on the electronic assemblies. Moisture exposure confirmed on the [pcba 1, j6/j7 connector / pcba 2 / force sensor / motor]. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error (open book image) and the pump was exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. The issue was not resolved. The customer will discontinue to use the device and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.